Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2011.

Event description:
It was reported that four days after implant the patient's implantable cardioverter defibrillator (ICD) reported high pacing threshold and high pacing impedance. Testing with the device out of the pocket showed what appeared to be a good connection within the ICD header and the lead tested as expected with external equipment, but when re-inserted in the ICD the same observations occurred. The ICD was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and that a set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.